Event description:
It was reported that the pt had an uneventful thermachoice procedure on event date. Postoperatively the pt developed fever and pain. The physician believes that the pt is experiencing an inflammatory reaction to the procedure.